Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began at 12:27 pm on (B)(6) 2018. The patient claimed to obtain alleged high readings of "304, 185, 170, 202, 188 and 274 mg/dl" which she believed to be high compared to her feelings. Meter to feelings comparisons do not meet the criteria necessary for lifescan to determine an inaccuracy. The patient reported that she manages her diabetes with non-insulin shots (type and dose not specified). The patient reported that at 12:30pm right after obtaining the alleged inaccurate high result of "304 mg/dl" she continued with her usual diabetes management routine, took 1 unit of humalog and went for a short walk. The patient reported developing symptoms of "sweating", her "eye was twitching like going blind which only lasted for less than a second", "hands were shaking", "felt weak in the knees" and her "brain was not functioning properly" an unspecified time after the alleged inaccurate results first started. The patient denied receiving any treatment/medical intervention as a result of the alleged inaccuracy. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and that the test strips were within their expiry/discard date. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking 1 unit of humalog in response to an alleged high result obtained using the subject meter.